Event description:
Boston scientific received information that during and after the implant of this device, when suturing the pocket and manipulating the device, left ventricular (lv) deflections were noted. The deflections were not as big as true lvs, and the deflections had clean signal/baseline in between and were not oversensed. After the dressing was applied to the pocket, a deflection would be noted every once in a while when the device was not being manipulated. The caller was pushing on the device area and there were intermittent deflections only on lv egm, which were still not being oversensed. The lv impedance, threshold and sensing measurements were all within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant stated it could possible that there could be air bubbles coming out of header as the pressure is equalizing in the pocket from inside to outside of the header. The consultant stated that if that is the case, then it should resolve itself over time. No other adverse events have been reported. This product issue will be updated if additional information is received.